Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that ventricular undersensing was noted in a stored egm. The device was reprogrammed and no undersensing was recorded since. The device remains implanted.

Manufacturer narrative:
The reported sensing anomaly was not confirmed in the laboratory. The device was tested on the bench and no anomaly was found.